Event description:
It was reported that the patient's ams700 inflatable penile prosthesis was removed on (B)(6) 2018 due to infection and reservoir migration. The patient status is ok. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.